Event description:
It was reported that the patient was admitted with a persistent ventricular arrhythmia that required defibrillation/ electrical cardioversion.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient had history of arrhythmia and underwent ventricular tachycardia ablation on (B)(6)2022, before the left ventricular assist device (lvad) implant. The patient had symptom of cold sweat. The arrhythmia did not result in clinical compromise. As the patient has a history of implant before implant, the arrhythmia in this event was not directly causally related to the device. An implantable cardioverter defibrillator was implanted before the lvad. The arrhythmia resolved with the cardioversion.

Manufacturer narrative:
Section d4, model/catalog number, and primary UDI number: corrected manufacturer's investigation conclusion: no device related issues were reported or identified during this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.